Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a ventricular rate of thirty-seven beats per minute and had experienced a syncopal event. The implantable pulse generator (ipg) was not pacing and could not be interrogated. It was determined that the battery had depleted early than expected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.